Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the response buttons were non-functional. The cause for the failure was contamination on the response button j1005 component. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events resulted from the defective monitor.

Event description:
A patient's monitor was returned for an unrelated problem. Upon investigation a reportable malfunction was found.